Manufacturer narrative:
Initial and final MDR (B)(4) - device 5 of 5. E1: patient city - (B)(6). Patient country - united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 5 infusion set leakage event on (B)(6)2024. The leakage was in the tubing connector. The infusion set was in use for less than 1 day. No further information available.

Manufacturer narrative:
(B)(4). Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions.

Event description:
To date, additional patient or event details were received which have been added in h11.